Event description:
It was reported that the pt's infusion device often displays error code e4 (occlusion error). This has been ongoing since (B)(6) 2011. On (B)(6) 2012, the pt's husband came home and found her to be aggressive, vomiting, and incontinent. An ambulance took her to the hospital where her blood glucose level was 1400 mg/dl. The pt's normal blood glucose range is 120-150 mg/dl. The doctor thought there was a problem with the plastic insulin cartridges and the pt has lost confidence in the insulin cartridges and the infusion device. Infusion device and insulin cartridge were replaced and requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.